Event description:
This supplement report is being submitted to capture additional information received 11-nov-2021 additional information received: - did the user place the black mark on the stent or was it already present? Ans : it already present - was the fold/kink on the stent observed upon opening the packaging or after contact with the wire guide? Ans: open the packaging , did not contact with the wire guide.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-5-5 of lot number c1765791 was returned to cirl for evaluation. This complaint is related to another file which deals with user error due to an incorrect wireguide used on the replacement device. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26th april 2021. A kink was observed on the non-tapered end of the stent. A 0.035" wireguide did not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all gepd-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a review of the manufacturing records for the gepd-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1765791. There is evidenced to suggest that the user did not follow the instructions for use. Information received confirmed that the device had a 0.025" wireguide used to place the stent. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
After open package, the user found stent was folded and can not pass gw so he open another new package.